Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: yellow particles in gel, broken shell, underweight, fold creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks and nicks assessed as non penetrating nicks, a curved sharp opening on radius side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. A crease sharp opening assessed as fold flaw opening. Missing shell that is assessed as inconclusive further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.